Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. It was reported that the basket of a 'ncircle delta wire tipless stone extractor' would not open or close after removing approximately 8 stones. The device was used after a holmium laser lithotripsy. The user changed to a new same basket to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One, used, 'ncircle delta wire tipless stone extractor' was returned for investigation. The handle actuates basket formation, the basket sheath buckles at the tip of support sheath. It was not possible to rule out manufacturing but the cause of the device failure was not able to be identified. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed six (6) other related complaints associated with the failure mode for the complaint device for lot. Due to elevated levels of failures (no other lot has more than 3 complaints for loss of open/close function for the time period 01jan2023-15jan2024 for ntsed-024115-udh) on the lot containment was issued and the issue raised for field action assessment to determine if full field action assessment was required. The conclusion of the far section a was that no further action was required. Cook also reviewed product labeling; the IFU [t_ntse_rev1; ¿ncircle, ncompass, and nforce stone extractors¿] supplied with the device states the following in consideration of the reported failure mode: "precautions: - these products are intended for use by physicians trained and experienced in urological procedures. Standard urological techniques should be employed. - do not use excessive force to manipulate this device. Damage to the device may occur." The complaint was confirmed based on the customer testimony. Cook has concluded that manufacturing could not be ruled out as contributing to the complaint. Due to elevated levels of failures on the lot containment was issued and the issue raised for field action assessment to determine if full field action assessment was required. The conclusion of the far section a was that no further action was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of a ncircle delta wire tipless stone extractor would not open or close after removing approximately 8 stones. The device was used after a holmium laser lithotripsy. The user changed to a new same basket to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.